Event description:
A customer reported that falsely depressed sodium (na) results were generated on two patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s). One of the patients was redrawn and the new sample was processed on the alternate atellica ch 930 analyzer, recovering higher. The sample identified as (B)(6) was repeated on an alternate atellica ch 930 analyzer, and the repeat result recovered higher than the erroneous result. The repeat result and the result obtained on the new sample were reported to the physician(s), as the correct results. There are no known reports of adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed sodium (na) results were generated on two patient samples on an atellica ch 930 analyzer. There were also quality controls (qc) low recoveries on the day of the event. The customer performed an advance clean and replaced the integrate multisensor (imt) sensor with a different lot. Next, the customer replaced standard a (std a) and primed fluids. After that, the customer superconditioned the system, recalibrated the assay, and processed qc. The customer performed another advance clean and replaced the sensor lot and imt pump tubing, primed fluids, and recalibrated the assay. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found the power cable for the barcode printer caught under the front cover of the analyzer and determined the dilution probe was bent from hitting the power cable. The cse replaced the dilution probe. Next, the cse ran serum and urine electrolyte qc, which all recovered acceptably. Siemens reviewed the instrument files and determined that there were no calibration failures. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.